Event description:
The h203c tip cover was returned for service after being observed to be broken after the sterilization process . Upon evaluation at the manufacturer, it was discovered that the tip cover was not broken, but melted. There was no patient involvement, and no associated procedure. There were no user injuries or adverse consequences.

Manufacturer narrative:
Upon evaluation, it was concluded that the likely cause of the tip cover melting was the loose connection between the handpiece cover (irrigation cover/angled cover) and tip cover, which lead to the tip cover and tip to come into contact and melt.

Manufacturer narrative:
Based on a review of this device, the product is not reportable under FDA cfr part 803. This device, or similar device, is not manufactured, marketed, or distributed in the united states. No report needed to be filed.

Event description:
The h203c tip cover was returned for service after being observed to be broken after the sterilization process . Upon evaluation at the manufacturer, it was discovered that the tip cover was not broken, but melted. There was no patient involvement, and no associated procedure. There were no user injuries or adverse consequences.